Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the trial lead had migrated leading to ineffective therapy. Lead migration was confirmed via x-rays to address the issue s1 trial lead was pulled out and 2 additional leads were placed. Therapy was restored efficiently.